Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the balloon failed to deflate as expected; the physician withdrew the guidewire in order to deflate the balloon. There was no clinical consequence to the patient as a result of this event.

Event description:
It was reported the balloon failed to deflate as expected; the physician withdrew the guidewire in order to deflate the balloon. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.